Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was one specimen that was hemolyzed. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received fifteen (15) customer returned samples for investigation via a related complaint. The samples were evaluated by functional testing and the indicated failure mode for hemolysis with the incident lot was not observed. All samples met the performance specifications as there was no evidence of manufacturing-related factors contributing to the indicated failure mode of hemolysis. Additionally, eight (8) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to hemolysis as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was one specimen that was hemolyzed. There were no health consequences or impacts reported.